Manufacturer narrative:
The CT machine didn't turn on since their was an issue was with the power cord and panel, which will be replaced. There was no harm to the patient or user.

Event description:
During a patient procedure, the CT machine did not turn on, and the buttons were not responsive.